Event description:
It was observed during the device inspection, that the colonovideoscope exhibited air/ water cylinder foreign material. There were no reports of patient involvement. (B)(6) - 09-oct-2024. White foreign material, CAPA-201632.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: h3, h4, h6, h11 additional potential adverse events were noted where additional foreign material was found in the air/water channel and there was a burn on the distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material, possibly dimethicone in the cylinder and channel, but could not confirm type of the material and a root cause was not identified. Additionally, the burn on the distal end cover was likely due to using high energy endo therapy accessories without sufficient distance from the distal end; however, a root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ insertion_ air/water feeding and suction_ air/water feeding operation manual_ preparation and inspection_ inspection of the endoscope operation manual_ using endotherapy accessories_ high-frequency cauterization treatment olympus will continue to monitor field performance for this device.